Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6) , confirmed a kink in the sealed outflow graft; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. The report of low flow alarms could not be confirmed as no log files were provided by the account for review; however, a low flow events were observed in the retrieved lvad log files from the returned device. A direct correlation between the outflow graft distortion and the report of low flow alarms could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 1.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The remainder of the sealed outflow graft material was not returned. The sealed outflow graft bend relief had been severed and the remainder of the bend relief material was not returned. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the sealed outflow graft revealed a kink in the graft material. A larger accumulation of tissue ingrowth between the graft and the bend relief was observed at the location of the kink. This ingrowth was smooth and appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft distortion and a duration of time for which it was present could not be conclusively determined through this evaluation. Furthermore, due to the small portion and returned state of the graft material, the kink did not appear extensive enough to establish a direct correlation between the outflow graft distortion and the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured low flow events. Despite these events, the files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07feb2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the transplant was not due to a device related issue. The patient was not elevated on the transplant list secondary to a device or therapy related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low flow events and the alarms were suspected to be due to an outflow graft kink. The patient received an cardiac transplant.